Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 522 mg/dl, and a ketone level identified as dangerous. Reportedly, the insulin gauge was inaccurate, as the fill estimate was 0 units; however customer alleged there was additional insulin remaining in the cartridge. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, customer left the ER 17 hours later with customer in stable condition (bg 189 mg/dl).